Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports having erratic blood glucose levels for 3 days. Symptoms reported include hyperglycemia, vomiting, confusion and exhaustion. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as a insulin drip. The patient was discharged from the hospital the following day. The patient reports after this event they are not wearing a pod as they are waiting for a follow up doctors appointment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.